Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported the patient needed relief in his lower back. It was noted that at the time of the report, the vibrating was in the lower buttocks. The patient noted that it had been helping with the phantom pain in the left leg. The patient noted that if he turned stimulation up too much, he had trouble walking with his right leg because it was like the stimulation paralyzed it. The patient had to keep it at a level where it did not keep him from walking. The patient wanted a manufacturer's representative (rep) to come and reprogram him. Symptoms reported included pain in the lower back. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.